Event description:
The customer reported that their device is locking up during the boot up process. The device goes into a continuous loop upon boot up. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed flex cable assembly which connects the user interface pcb assembly to the pcb stack. The cause of the reported failure was determined to be open connector pins, designators c2 and c3.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the flex cable assembly which connects the user interface pcb assembly to the pcb stack and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.